Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-12 below) as part of internal complaint handling activities. Date of event is unknown. The event is considered to be when the patient began to experience pain due to the screw backing out. Lot # and unique identifier (UDI) # could not be confirmed. *see note below. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Concomitant medical products and therapy dates listed are parts that were also removed, but not reported to be causing or having any problems. Initial reporter fax number unknown. Device bla number is n/a to this report. Na was not entered within this field as this caused technical errors to occur in previous MDR submissions. Follow up n/a to this report. Device manufacture date could not be confirmed. *see note below. Removal # n/a to this report. No files attached to this report. *note: because screw length is unknown, brand name and model # feature 'xx' in place of the length measurement. Due to this unknown screw length, lot # and unique identifier (UDI) # and device manufacture date could not be confirmed and device history record (DHR) review was conducted on potential lot numbers. Investigation: evaluation of similar complaints: the complaints log was reviewed to identify any similar events involving mib removals due to screw backing out between july 2019 and august 2020. Seven (7) similar complaints were identified with the following root causes: unknown (4), unknown/patient preference (1), and patient noncompliance (2). This event does not contain parts from the same lot number as any of these reported related events. DHR review: the dhrs for all identified potential lots of removed parts were reviewed to identify if any significant events occurred corresponding to the hardware involved in the event. While the specific lot number of the involved implants could not be identified, the following lot numbers were identified and reviewed as possibilities based on the applicable sales representative's current inventory: brand name: minimally invasive bunion plate, left, model #: 300-70-002, lot #tsl006518 (qty 1) [manufactured 09/18/2018, UDI (B)(4)] - no associated reworks (rwks) or deviations; nonconformance report (ncr) 18-373 was initiated for 14 parts failing for feature 7 (plate radius). As the lot underwent 100% final inspection, all nonconforming parts were identified and scrapped. Thus, ncr (B)(4) does not correspond to the reported event. Brand name: 2.4mm x 18mm gl locking screw, model #: 302-24-018, lot #tsl005899 (qty 2) [manufactured 02/22/2018, UDI (B)(4)] - no associated rwks or deviations; ncr (B)(4) was initiated for 9 parts failing for feature 10 (verify sharp edge) and feature 11 (inner diameter of the hexalobe). As the lot underwent 100% final inspection, all nonconforming parts were identified and scrapped. Thus, ncr (B)(4) does not correspond to the reported event. Brand name: 2.4mm x 26mm tiger cannulated screw, model #: 200-24-026, lot #tsl005918 (qty 1) [manufactured 02/16/2018, UDI (B)(4)] - no associated rwks or deviations; ncr (B)(4) was initiated for 10 parts failing for feature 7 (screw head depth diameter). The keyence vision system inspection technique was determined to initially be not efficient per par 17-034 in which the keyence program was improved as a preventative action. The parts underwent re-inspection activities utilizing a gage and were found to be acceptable. Thus, ncr (B)(4) does not correspond to the reported event as a gage confirmed that the initially failing parts actually met the specification. Brand name: 2.4mm x 22mm tiger cannulated screw, model #: 200-24-022, lot #tsl001550 (qty 1) [manufactured 08/27/2014, UDI (B)(4)] - no associated ncrs, rwks, or deviations. In conclusion, there were no identified issues related to the complaint event. Review of surgical technique: minimally invasive bunion plating system instructions for use, IFU 900-01-016 revision d, corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU, so it is unknown if the doctor / user followed the IFU. Visual & dimensional inspection, simulated use testing: the parts were not returned so no visual or dimensional inspection could be performed. Due to the nature of the event (screw backing out following ~1.5 years of being implanted), simulated use testing would not be able to fully recreate the issue. Thus, simulated use testing was not performed. Investigation conclusion: the mib removal was initiated by the patient experiencing pain at the surgical site. It is documented that the site had fused. Upon further review by the doctor, it was determined that the implanted 2.4mm x 22mm tiger cannulated screw or 2.4mm x 26mm tiger cannulated screw was beginning to back out of the mib proximal screw hole. CAPA (B)(4) previously identified the issue of interfrag (tiger) screws backing out of mib hardware, similar to this complaint observation. Within the investigation performed in CAPA (B)(4), it was determined that the interfrag screw backing out is likely a result of not selecting a screw that is long enough to achieve appropriate bone purchase. CAPA (B)(4) references the statement in the IFU that guide wires should be "inserted to the correct length through the wire guide holes in the assembly". It is necessary that the guide wire achieves the correct length to ensure that the correct length of screw is selected. Although CAPA (B)(4) identified the same failure mode associated with this complaint, there are no specific details provided surrounding the surgical technique (accurate use of depth gauge, countersinking, guide wire placement, etc.). Similarly, an x-ray is not available to assess if the k-wire was placed correctly (protruding through the distal / lateral cortex). Thus, the root cause of the tiger screw backing out ~1.5 years post implantation cannot be confirmed; as such, the root cause is unknown.

Event description:
On 08/19/2020, a trilliant surgical sales representative (sr1) inquired about utilizing an mib loaner for an upcoming removal with doctor 1. The removal is scheduled at facility x for (B)(6) 2020. The patient (female, age and weight unknown at this point in the investigation) visited doctor 1 with localized pain at the surgical site. The original implantation occurred on (B)(6) 2019 with doctor 1 at facility x. All other details are unknown at this date in the complaint report ((B)(6) 2020). On 08/21/2020, an additional sales representative (sr2) covered the removal case with doctor 1 and noted the following: doctor 1 was removing a 300-70-002 (mib plate, left) on a (B)(6)-year-old female patient with average bone quality. Sr2 stated that the construct was being removed because the 200-24-022 (2.4 x 22mm tiger cannulated screw) or 200-24-026 (2.4 x 26mm tiger cannulated screw) (length unknown at time of explant - both screw sizes were on original write-up) was backing out from the proximal screw hole and causing the patient pain at the surgical site. The construct was removed successfully in full and no further action was required as the site had fused and correction occurred. The aforementioned parts shall not be returned to corporate because the facility retained and tossed all materials after completion.